Manufacturer narrative:
(B)(4). Additional information: the device was received with the jaws closed and damaged. The jaws were damaged at the proximal side. The hinges were protruded and we were unable to open the jaws. The jaw was not detached from the device. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the customer stated that the jaw was broken during a colectomy. Customer used a second instrument to complete the procedure. No patient consequences.